Manufacturer narrative:
Correcting initial reporter information from: first (B)(6). Middle name (B)(6). Last (B)(6). Facility name dr (B)(6). Address line (B)(6). Address line 2 us city or (foreign state/province/territory(B)(6). Us state (select from FDA approved list)(B)(6). Us zip code (B)(6).or foreign postal code (10 digits)(B)(6). Country (select from FDA approved list)united states to the correct reporter information of: first name - dr middle name - (B)(6). Last name - (B)(6). Facility name - (B)(6). Address line (B)(6). Address line 2 us city or (foreign state/province/territory) (B)(6). Us state (select from FDA approved list) (B)(6). Country (select from FDA approved list)united states this is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.